Event description:
Fifteen days after receiving a cypher stent, the pt had thrombosis the thrombosis was treated with another cypher stent. Three days later, thrombus was again observed in the implanted cypher stents. To treat the thrombus, aspiration and balloon angioplasty were conducted. Five days later, the pt had a cerebral hemmorrhage. The pt is currently rehabilitating